Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm on the homechoice (hc) unit during dwell 2/5. The home patient (hp) stated that a supply bag fell and disconnected. The technical service representative (tsr) explained the alarm and assisted the hp to end therapy. The hp confirmed to follow up with manual exchanges. The tsr advised the hp to let his nurse (rn) know about the alarm. On (B)(6) 2010, product surveillance spoke with the hp's rn who stated he was aware of the incident and as far as he knew the patient was doing fine with therapy. The rn further confirmed the hp had not reported any adverse events. The lot numbers of the supply bag and cassette were unknown. The sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.